Event description:
During a clinic follow-up, low pacing impedance and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.